Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) registered noisy signals on both right atrial (ra) and right ventricular (rv) channels. The signals were oversensed, resulting in inhibition of ventricular pacing. Technical services (ts) was consulted and upon review, considered that these artifacts were consistent with electromagnetic interference (emi). An external defibrillation event was suspected, but the exact source of the interference remained unknown. No adverse patient effects were reported. This crt-d remains in service.